Manufacturer narrative:
The device was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that when the lens was being positioned inside of the eye, the haptic crimped and the capsule broke. A vitrectomy was performed. The surgeon did not have a three-piece iol to implant so the patient was left without a lens. The patient will be receiving a different model lens implant in the future.